Event description:
A (B)(6) female patient called zoll customer support to report her electrode belt connector would not stay attached to the monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt connector) has been confirmed. Upon investigation the trunk cable connector was broken and would not stay attached to a test monitor. The yellow (pgnd) and pulse wires were broken inside of the trunk cable connector. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector and broken wires. The patient received a replacement electrode belt.